Event description:
Customer reported unexpected negative results on a patient with a history of anti-c (at a different facility - tuoro) when tested with capture-r ready screen 3 (crrs3) and capture-r ready-ID (crrid) on the echo instrument.

Manufacturer narrative:
The echo instrument at both sites generated negative results for c positive cells with the crrs3 and crrid assays. Customer did not provide access to blood direct software on the echo. Results for testing and maintenance were faxed. Monthly maintenance and decontamination were all within specifications. The customer did not return sample (sample depleted) for further serological testing.